Event description:
MFR per the annual device tracking report rec'd report of explant of device due to infection. Multiple requests for add'l info regarding the course of the event have not been answered. A new device was implanted. No other info is available at this time.